Manufacturer narrative:
Investigation into this complaint included a customer data review, retain / file sample evaluation, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 390319 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain / file sample evaluation: alinity m sars-cov-2 amp kit (list 09n78-095) lot 390319 retain sample was tested by the complaint support team. Lot 382958 met all validity and acceptance criteria with no error codes. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 390319 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 390319 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false negative) while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 390319. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 390319 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 1 false negative (not detected) result on the alinity m sars-cov-2 assay. Sample ID (sid) (B)(6). Was tested on (B)(6) 2023 on the alinity m sars-cov-2 assay and the result was "not detected." The customer reported that the patient was a staff member of the hospital who had tested positive with two at-home sars-cov-2 tests (quickvue at-home otc covid-19 test and quidel). The nurse managing the case also noted that the patient was symptomatic. The staff member (patient) had tested negative for sars-cov-2 on both the alinity m system as well as on the genexpert. The results were reported to the nurse monitoring the staff member and the nurse reported that the staff member was symptomatic and had tested positive on an at-home test. The technical application specialist (tas) downloaded the alinity m logs for the sample in question. The graphs for the sample appeared normal. The internal control for the sample was normal and no error codes were present for the sample. There was no report of impact to patient management.